Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was also reported the right ventricular lead developed high thresholds. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. (B)(4): no anomalies found, however the distal conductor was distorted, the outer insulation had a cosmetic depression and there was apparent explant damage; proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was also reported the right ventricular lead developed high thresholds. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications were reported as a result of this event. It was further reported that the right ventricular lead was removed due to an infection. No further patient complications have been reported as a result of this event.